Event description:
The customer reported, the system would not boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and cpu battery were replaced and a cpu condenser was resoldered. The system was then found to be operating as intended.